Event description:
Additional reviewed indicated that the patient stated ¿she was allergic to any kind of plastic and robber.¿ the patient also suspected that there was a leak in her body around her gut. The patient stated she was put on the ¿on the screen, the television thing, and nothing would go through at all,¿ and the patient stated the physician ¿got another syringe and something else and tried to loosen up to get it through and nothing would go through it.¿

Event description:
A surgical revision was done; the catheter was spliced on (B)(6) 2012. Outcome was resolved without sequelae.

Event description:
It was reported that the patient experienced unsatisfactory analgesia. The patient felt that the pump was not working. A (B)(4) study was performed on (B)(6) 2012. They were unable to aspirate the catheter during evaluation. The device was interrogated on (B)(6) 2012; results were normal. The medication was decreased. Outcome was noted as ongoing event. The pump was delivering dilaudid and bupivacaine.

Event description:
Additional information: it was reported that patient never felt pain relief since pump implant; she felt a bump on her back where the catheter went into the spine and it itched there all the time. Patient took "12 narco #10s a day" in addition to dilaudid in pump. The catheter was noted to have been checked in (B)(6) (possibly a dye study) and "confirmed to be plugged." It was added that the actual residual volume was greater than the expected residual volume (specific values for volumes not provided); "at refills, they pull out almost what they put in." Patient was given a bolus and she "felt nothing." Patient thought that she may be allergic to material in catheter. It was stated that this had happened a second time (the previous catheter revision/replacement has been reported in MFR report # 3004209178201101960). It was further stated that the patient spent four days in the hospital last week with an infection in her intestines.

Manufacturer narrative:
Catheter: model# 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter: model# 8711, serial# (B)(4), implanted: unk, explanted: unk; dacron pouch: # (B)(4), lot# n213450, implanted: (B)(6) 2009, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: device was interrogated on (B)(6) 2012 and was normal. MRI without contrast was also done on (B)(6) 2012 that showed catheter tip located t-11 and was negative for granuloma at catheter tip.